Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) patient was on treatment for one hour and when the alarm went off they checked the dialyzer and noticed a small leak. When the bmt tested blood it and showed positive for a blood leak. Upon follow-up, the charge nurse (cn) stated an internal dialyzer blood leak occurred one hour after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed in the arterial hansen line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine is back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) patient was on treatment for one hour and when the alarm went off they checked the dialyzer and noticed a small leak. When the bmt tested blood it and showed positive for a blood leak. Upon follow-up, the charge nurse (cn) stated an internal dialyzer blood leak occurred one hour after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed in the arterial hansen line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine is back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.